Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted on (B)(6) 2012 due to opacification of the lens. It is not known at this time whether the hydroview is model 1.0. Additional info was requested but has not been received to date.

Manufacturer narrative:
The lens was requested but not returned to bausch + lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the current info, the exact root cause of the reported event cannot be determined. Hydroview iol is an obsolete product and is no longer mfg by bausch + lomb.